Event description:
It was reported that, "threads stripped out on 53mm window trial. It was not able to be used after the event.

Manufacturer narrative:
Evaluation summary: the result of the investigation performed on the returned specialty trident acetabular window trial indicates that this event occurred as a result of cross threading and subsequent stripping of the internal threads of trident acetabular window trial.